Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to possible infection, the incision site at the xyphoid area appeared never healed; during the postoperative visit, the patient suture sleeve had a bump, and the patient was placed on oral antibiotics. Additional information received, the physician made a larger incision at the subxiphoid area and removed some tissue, confirmed infection was cleared. There were no additional adverse patient effects reported. This s-ICD remains in service.